Event description:
It was reported that a spectrum pump alarmed air in line. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. A review of the event history log revealed 'air in line". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged ultrasonic sensor tape. The ultrasonic sensor requires replacement to address this issue. During evaluation, the device had a delayed keypad response. The cause was identified to be a failing processor printed circuit board which requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.